Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was explanted after an implant duration of approximately 6 months. The reason for explant is unknown. The explanted device was replaced with a model 3300tfx 25 mm. Despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. There have not been any allegations of a malfunction or deficiency related to the explanted valve. The device was replaced with another edwards valve.

Manufacturer narrative:
Despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. Therefore, the root cause of this event could not be determined. There have not been any allegations of a malfunction or deficiency related to the explanted valve. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. A supplemental MDR will be submitted in the event any new information is received.

Manufacturer narrative:
It was identified, through review of source documentation provided, that this patient has a history of multiple aortic root pseudo-aneurysms in the left and noncoronary sinus aorta. Approximately six months prior to this procedure, the patient had aortic root replacement and aortic valve replacement (with subject device) for severe regurgitation. Unfortunately, the patient returned with another pseudo-aneurysm. There was also severe paravalvular aortic regurgitation. Intraoperative findings showed that the valve had torn away from the pericardial patch utilized at the initial operation, causing the paravalvular aortic regurgitation. The valve itself looked very good and showed no evidence of destructive process. There was also a small amount of thrombus on the noncoronary leaflet. The explanted device was replaced with another edwards bioprosthetic valve. Patient was noted to have tolerated the procedure well. The explanted device was not returned for evaluation. Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. While the majority of affected patients are asymptomatic, pvl, when severe, can lead to significant morbidity including heart failure and hemolytic anemia. Pvl can occur in the mitral and aortic position for similar reason, including technique and patient related factors. In this case, there is no information suggesting that there was a malfunction or quality deficiency of the edwards valve. The operative report documents that the valve had torn away from a patch used during the first procedure. There valve itself looked good. Although the root cause of this event cannot be confirmed with the abscence of cardiac imaging and the sample device, it appears that this event was likely due to patient and/or procedural related factors. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. No further actions are possible with the available information.